Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 14.3-14.6cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
It was reported that oversensing due to lead noise was observed. The lead was explanted and replaced. Patient condition was good after the event.